Event description:
The pt came into the hosp with a lot of pain and signs of morphine deprivation. The dr interrogated the pump and found the message "motor stall". They were not able to restart the pump. In 2008, they tried to restart the pump again and were unable to. The pump was replaced. Ten days after the pump was explanted, it was interrogated again and the pump had restarted. It was unclear why the pump had stopped. The pt was "perfectly well with the new pump". There was no pt injury. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.